Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the clinician noticed intervals that looked longer than the programmed base rate of 70 ppm. The mea- sured lead impedance was 2440 ohms in bipolar. In unipolar pacing, lead impedance was 630 ohms. When programmed back to bipolar, the impedance was 830 ohms.